Manufacturer narrative:
A beckman coulter (bec) field service engineer (fse) was dispatched to evaluate the instrument. The fse replaced the wash collar solenoid valve, which resolved the leak. Associated MDR: 2050012-2014-00336. (B)(4).

Event description:
The customer reported incorrect acetaminophen (actm) results were generated by a unicel dxc 800 pro synchron system. This MDR reports the event that occurred on (B)(6) 2014; on (B)(6) 2014, a unicel dxc 800 pro synchron system generated false positive actm results for one patient sample. The positive result was reported out of the laboratory and the patient received treatment; the exact details of treatment were not disclosed. The original patient sample and one redrawn sample were retested on the same instrument and an alternate instrument; the unicel dxc 800 pro synchron system continued to generate false positive actm results while the alternate instrument generated negative actm results. Correct results were later sent to the physician. Quality control (qc) failures were exhibited prior to and after the event for multiple cartridge chemistries, excluding actm. Upon troubleshooting, the instrument, the customer found a leak from a cartridge chemistry (cc) reagent probe. Information on personal protective equipment worn by the instrument operator and information on whether injuries occurred in connection with the leak were not provided by the customer. After the event, the instrument generated error messages involving the cartridge chemistry (cc) cuvette and failed actm calibration with multiple calibration errors.